Manufacturer narrative:
The needles (2) were returned to the MFR and have been analyzed with the following results: external analysis of the neeldes revealed no burrs, bluntness, obstructions or any other anomalies. The MFR is currently investigating other possible causes of this event. No further details are available at this time.

Event description:
On 2/19/97, the MFR received a report from its distributor detailing an incident which had occurred at a facility in their territory. The report states that the facility sister found it difficult to penetrate the pt's skin - the needle seemed blunt. The penetration caused pain and distress to the pt. The device was reported as being available for return to the MFR for analysis.